Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Final analysis found that the insulation was abraded at 12.0cm ¿ 12.3cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.